Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination when she became disconnected while sleeping and reconnected herself. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. The patient recovered and was discharged (B)(6) 2011. The outcome of patient made mistake/touch contamination was not reported. The action taken with dianeal therapy was ongoing. The nurse believed the peritonitis was caused by the patient who made a mistake/touch contamination. The nurse did not provide an opinion on causality for the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.